Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited far r wave oversensing and inappropriate capture. It was further noted form x-ray that the lead was dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of inadequate capture and far r wave oversensing were not confirmed. As received, a complete lead was returned in one-piece with the helix was retracted and clogged with blood/tissue. After cleaning the helix could be extended and retracted by applying torque to the connector pin, the full helix extension length was measured within specifications. Visual and x-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were noted.